Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction that could result in high c02 delivery. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the high co2 issue was a monitoring issue on a non-ge monitor and was not a delivery issue. There was no reportable malfunction on the aespire 7100.